Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was positioned. However, there was no pacing and noise was observed. Additionally, the pacing threshold measurements were high and the pacing impedance values were abnormal. The lead was removed from the patient and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was positioned. However, there was no pacing and noise was observed. Additionally, the pacing threshold measurements were high and the pacing impedance values were abnormal. The lead was removed from the patient and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance; were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted blood/body fluid in the lumen, deformed conductor coils, and cuts and tears in the insulation. Analysis determined this damage was induced during the implant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not identify any lead characteristics that would have caused or contributed to the lack of pacing, noise, high pacing thresholds and impedance issues observed during the implant procedure.